Manufacturer narrative:
(B)(4).date of event: only event year is known: 2022. Batch # unknown. (B)(4). Lot # 246a53: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was received: what were the indications for surgery? Locally advanced rectal cancer what surgical procedure was performed? Laparoscopic low anterior resection what was the date of the initial surgery (re-op was done on (B)(6) )? (B)(6). Did the patient receive any preoperative chemotherapy or radiation? No preop treatment were there any issues experienced with the device in the initial surgical procedure? No issues. What healthcare professional fired the device and what is his/her experience with the device? Attending consultant - with 5 years experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No difficulties. Was the device difficult to fire? No difficulties. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two full. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, they are always inspected - these were circular and complete was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No issues was a leak test performed? If so, what type and what was the result? Yes, the test was performed and it was negative. Air test. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? We guess it was on day 6. How was the leak identified? Digital exam and on operation. What was observed at the site of the leak upon reoperation? As this was a low anastomosis, only digital exam showed 4mm defect. How was the leak addressed? The patient was defunctioned - ileostomy formed. What is the current status of the patient? The patient was discharged (B)(6) 2022.

Event description:
It was reported doctor (B)(6) was doing a laparoscopic rectal resection, everything looked good during the surgery, but a leakage occurred after the surgery, the patient was re-operated on the (B)(6). The doctor is very experienced with our devices, knows how to use them and follows optimal device performance guide. Procedure: low anterior resection.